Manufacturer narrative:
Manufactured august 12, 2016 ¿ august 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photo was received. For over infusion problem, a functional flow rate test must be performed on the physical complaint sample in order to verify the flow rate accuracy of the alleged device. Therefore, the reported over infusion problem could not be objectively confirmed via the photos. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to a large volume infusor. The device was filled with 8000mg of flucloxacillin diluted with 240ml of 0.9% sodium chloride. The infusor infused over approximately twelve hours. The expected infusion time was twenty four hours. There was no patient injury or medical intervention associated with this event. No additional information is available.